Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 80-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease (cad), renal insufficiency, and dialysis dependence. During the procedure, the impella cp could not advance past tortuosity of the common femoral artery when attempting placement over the 0.018" impella placement wire. The physician suggested stiffening the back half of the placement wire for additional support into the aorta. Advancement attempts were unsuccessful, and a catheter kink was identified. The reported events include failure to advance, product damage and medical device removal. The failure to advance is most plausibly related to patient-specific anatomic tortuosity. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. The update included removal of deformation due to compressive stress code. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event.

Manufacturer narrative:
Device-specific information was corrected, updated (d4 unique device identifier, d4 expiration date and h1 device manufacture date). Additionally, d1 brand name was corrected accordingly. After clinical review of the event, the reportability was changed to malfunction (from serious injury). As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical/impact and medical device problem) were updated. E1: initial reporter's occupation was updated to reflect physician.